Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Patient does not recall the date of event.

Event description:
The lay user/patient called lifescan to report that her onetouch ultra2 was reading inaccurately. Unable to speak with the patient/layperson, this senior medical surveillance specialist will send a letter to the patient and reviewed information given to the customer care advocate, cca. The patient did not recall the dates of the event. She was concerned that her meter result (98 mg/dl) compared to the doctor's meter (242) was inaccurately low and that at times the results would flash. The pharmacist replaced the batteries in her onetouch ultra2. Because the patient had been "really thirsty", she assumed her blood glucose was high. The patient implied her blood glucose results had been low. Although the patient did not provide specific results, she stated, "I knew it was higher than what it (the meter) said." A recent a1c (measuring ones three month blood glucose average) had increased from 7 to 8.4%. The patient shared only the 98 result that was taken at home 1.5 hours before the doctor's 242. The doctor instructed the patient to take her regular insulin to decrease her blood glucose and increased her novolin regime to 45 units in the morning and 15 at night from 20 units both a.m. And p.m. Reportedly, the doctor did not inject the regular insulin in his office. This complaint is being reported as the patient alleged that she developed symptoms and was found to be hyperglycemic after obtaining a normal blood glucose result on the meter.